Manufacturer narrative:
Product ID 64002, serial# unknown; product type adapter product ID 7482a51, serial# (B)(4), implanted: 2008 (B)(6); product type extension product ID 3389s-40, lot# v087151, implanted: 2008 (B)(6); product type lead product ID 7482a51, serial# (B)(4), implanted: 2008 (B)(6); product type extension product ID 3389s-40, lot# v109673, implanted: 2008 (B)(6); product type lead. (B)(4). Analysis of the implantable neurostimulator (s/n (B)(4)) found no significant anomaly; the battery had normal end of life and the telemetry and output were okay. Analysis of the adaptor (s/n unknown) found no anomaly.

Event description:
It was reported, the implantable neurostimulator (ins) and the extension were removed on 2014 (B)(6) due to normal battery deletion. It was stated there were abnormal impedances. It was stated there was no patient death or injury and they recovered without sequelae.